Event description:
It was reported: the implantable neurostimulator (ins) had eroded through the skin and was visible. It was planned to have the patient get the device explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Conclusion codes have been updated.